Manufacturer narrative:
Date sent to the FDA: 7/12/2021. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: 06/11/2021. Additional b5 narrative: it was reported that the patient experienced adhesions following surgery.

Manufacturer narrative:
Appropriate term / code not available (e2402) utilized to capture infection (e19) to date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4) submitted for adverse event which occurred on (B)(6) 2010. (B)(4) submitted for adverse event which occurred on (B)(6) 2012.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2009 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2010 during which the surgeon noted he discovered a massive seroma associated with mesh and determined the mesh to be loose and infected. It was reported that the patient underwent recurrent ventral incisional hernia repair surgery on (B)(6) 2012. It was reported that the patient experienced chronic severe pain. No additional information was provided.